Event description:
The pt's spouse claims that the graft (implanted in 1997, procedure unknown) clogged causing the pt's leg to be amputated (procedure date unknown). The pt expired in 2001 after suffering with pain. According to the spouse, the pt did not have a check-up after the implantation of the device and prior to the amputation.